Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, high lead impedance and increase in threshold was observed. The lead was capped and replaced on (B)(6) 2016. The patient was not affected by the event and was asymptomatic.